Event description:
Two days after the iab catheter insertion, balloon pump alarmed, "high pressure kink." No kink or blood observed. Machine reset. Later blood observed coming out from tubing. Tubing clamped with hemostat and pump turned off. Md's attempted to remove catheter; encountered resistance. Patient without pedal pulses. Patient sent to the or for removal of balloon catheter that was "hung up" in the dacron graft.health professional's impression: kinking of device.